Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one single use instrument and one reload. Pmv investigation found the instrument noted no abnormalities. Engineering examination of the staple cartridge noted that the reload was fully fired. The proximal end of the reload was broken. Functionally, the instrument was loaded with a sulu. The loading unit was applied to test media with proper transection and staple formation. Functional testing could not be done, due to the state of the reload. Visual and functional testing of the returned product confirmed the product did not meet specifications that were tested regarding the reported condition due to the broken adapter. A review of the device history records indicates each device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the description of the event or complaint is unknown. Device was left with coordinator but no other information can be obtained. Peristrip reinforcement material was used. No patient injury.